Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision from distance and near and poor quality of vision. The lens was exchanged for another lens model 01 month 24 days following the initial procedure. Clinical reason for explant was mentioned as visual acuity not correcting past 20/40. Additional information has been requested.